Manufacturer narrative:
A ge service representative performed an onsite investigation. The faulty parts were identified and thus ordered. No additional information has been disclosed.

Event description:
The customer reported the system lost and mixed pt images. No report of pt injury.